Event description:
It was reported that the pt had his spectra malleable penile device removed and replaced with an inflatable penile prosthesis. Reason clarification was requested by ams, but not provided.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.